Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to verify battery power loss alarm due to critical pump error (open book image) alarm. No blank display noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an open book image displayed on the screen. Customer stated that the insulin pump was stopped working and its showing black screen and won¿t stop beeping alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.